Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, the exact cause of the coronary occlusion is unknown; however, it appears that a large piece of calcium was displaced and embolized into the pre-existing diseased lad and cx arteries, causing the 99% occlusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post deployment of a 23mm sapien valve, a coronary obstruction occurred, requiring balloon angioplasty and stenting of two coronary arteries. Prior to the balloon aortic valvuloplasty, the patient developed st elevations on EKG. Post valve deployment, the blood pressure (bp) decreased to 50¿s mmhg for a prolonged period, despite vasopressors and volume. In addition, the st elevation persisted. The valve was implanted in a 50/50 aortic/ventricular position and right below the left coronary ostia (the valve was not occluding the coronaries). Angiogram showed a mid-obstruction of the left anterior descending (lad) and circumflex (cx) arteries. Ptca to the cx was performed in multiple locations and a stent was placed in the mid-lad, with good flow. An iabp was placed. The physician reported moderate paravalvular leak (pvl) and leaflet overhang, perceiving the valve was placed too low. The pvl lessened and he decided the leaflet overhang was not bad and the valve position was good. Anterior/lateral wall motion improved after the coronaries were opened and the ejection fraction was slightly below baseline (55%). The patient left the room in stable condition, with iabp in place, but st elevation was still visible on the ECG. The patient has small coronaries with diffuse coronary artery disease (cad). Distance from the aortic valve annulus to the: 1) left main coronary artery - 11.3mm, 2) rca - 17.3mm. The probable cause of instability: large chunk of calcium right above the sinotubular junction (stj) broke off and embolized into the lad and cx, causing 99% occlusions.

Manufacturer narrative:
Additional information: the iabp was removed on the day after tavr. Later, the patient was transferred to an acute care facility, and they have not been able to wean off the patient from the ventilator. The valve is working fine.